Event description:
It was reported when the device was used during an appendectomy procedure, it did not staple completely. The case was completed with a similar device. There was no consequence to the patient.